Event description:
On (B) (6) 2010, pt reported over the past week his blood glucose has been elevated. Pt stated, "it seems like taking an injection has no affect on lowering his blood sugars." Clarified with pt that "taking an injection" meant when he programs a bolus using the infusion device. Pt reported a blood glucose reading of 167 mg/dl on (B) (6) 2010, on (B) (6) 2010 his blood glucose ranged from 491-569 mg/dl, on (B) (6) 2010 his reading was 475 mg/dl and "the rest of the week has been very similar to that." Pt stated on (B) (6) 2010, his blood glucose readings were 365 mg/dl, 397 mg/dl, and 801 mg/dl. Verified with pt, he actually received a reading of 801 mg/dl; he stated he did and that no medical treatment was sought based on the reading. Pt reported on (B) (6) 2010, his readings ranged from 321-394 mg/dl and today his readings have ranged from 286-357 mg/dl. Pt's normal blood glucose readings are generally under 200 mg/dl. Pt reported he was sick due to the elevated blood glucose and went to see his dr on (B) (6) 2010 and will see his dr again today. Troubleshooting did not find any product issues. Advised pt to consult with his dr regarding his elevated blood glucose levels. Advised pt to switch to his backup infusion device. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.